Manufacturer narrative:
Product analysis: analysis confirmed the customer comment of an error occurring and noted that a firmware update was needed and that the main printed circuit board was to be replaced as a preventive measure. It was additionally noted that the upper case was broken, the lower case was damaged and the output connectors were broken. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests this device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) displayed an error code. The status of the epg is unknown. There was no patient involvement. It was further reported that the epg was returned for service. It was further reported that the epg subsequently tested out of specification during manufacturer's analysis.